Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen was unresponsive in some areas. The device was in use at the time of the event; however, there was no patient harm event date not specified; estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 10apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer confirmed that the touchscreen did not have any clean solution build up or damage. The fse recommended that the touchscreen be replaced. The customer reported that replacing the touchscreen resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.